Manufacturer narrative:
Upon investigation of the returned product, it was found that a lab production issue was not addressed during case processing. Due to the error, there was unintended tooth movement. Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
It was reported that during treatment on a patient with mtm aligners, unintended movement occurred on tooth #8. The tooth became canted and turned instead of being vertically even.